Event description:
During primary surgery, it was noticed that the implant was not straight when being inserted into the femur. Another femoral was opened and used. Surgery was delayed approximately 20 minutes.

Manufacturer narrative:
Examination of the returned items and review of the device history records did not reveal any product problems, related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.